Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0477x, implanted: 2013-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that sometimes the patient¿s stimulator would shut off on its own and it had been doing this on and off for the last 6 months. The patient was having trouble with it the last time they were at their health care provider¿s (hcp¿s) office, but the hcp didn¿t seem to know what they were doing. The patient would most likely be seeing a different urologist who understood the device better. The patient was having surgery tomorrow and wanted to know if they needed to turn their stimulator off for surgery. The patient knew how to turn stimulation off using their programmer. The patient received assistance from their hcp or manufacturer representative and their concerns were resolved. The patient¿s appointment was on the phone and they were sent a ¿new pump.¿